Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned to the manufacturer, analyzed, and no anomalies were found. It was noted that the setscrew was loose/detached. (B)(4).

Event description:
It was reported that during the implant procedure the physician had plugged the lead into the device. However, the lead was not thoroughly plugged in so the physician unplugged the lead and tried to re-plug the lead into the device. Upon the second time of plugging the lead into the header of the device the setscrew could not be screwed out successfully to fix the lead. The device was then replaced with a new device. No patient complications have been reported as a result of this event.